Manufacturer narrative:
The pushwire was returned stuck inside the instant detacher and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).

Event description:
Treatment of a basilar aneurysm. It was reported the proximal end of the pushwire could not be released from the instant detacher during coil detachment. While pulling back the pushwire with along with the instant detacher, the coil detached inside the catheter. No patient injury reported.